Manufacturer narrative:
Manufacturer's investigation conclusion: a driveline disconnect event was confirmed via the log file data provided by the account. The report of elevated pump powers/estimated flows was confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 21:52:42 to (B)(6) 2019 at 11:24:45, per the timestamp. Intermittent elevations in power/estimated flow were captured throughout the log file. A specific cause for the change in pump parameters cannot be conclusively determined. On (B)(6) 2019 at 11:12:48 the driveline was disconnected from the system controller, resulting in driveline disconnect alarms. The pump was stopped for approximately 11 minutes and 16 seconds before the driveline was reconnected to the system controller and the device resumed operation at the fixed speed. It was reported that the patient was seen in the clinic for a routine visit with elevated powers/estimated flows. Upon arrival, the patient¿s ldh was measured to be 316u/l and their urine was noted to be clear. The patient displayed no signs/symptoms of hemolysis or any clinical indicators for pump thrombus. The patient was discharged from the clinic and was to undergo weekly labs before being seen for a follow-up visit in 6 weeks. The patient remains ongoing on the pump and no further events have been reported at this time. The heartmate ii lvas patient handbook warns that the pump will stop if the system controller is disconnected from the driveline. If this happens, the user should reconnect the driveline as quickly as possible to restart the pump. This document provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the patient handbook, as well as the heartmate ii lvas IFU, cover all system controller alarms, as well as the appropriate associated actions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event reported on may was reported under MFR# 2916596201902365. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in clinic for a routine check-up; high flows and high powers on monitor. Driveline had been taped extensively. Same type episode in (B)(6) 2019. The file displayed 5 low speed/pump off/driveline disconnect events at the end of the file due to a ¿driveline disconnect event¿ on (B)(6) 2019, where the driveline was completed disconnected from the controller. External power was restored to the controller with both power leads connected to fully charged batteries; subsequently the driveline was reconnected to the controller. Pump speed returned within baseline parameters on (B)(6). The mcs device appeared to be operating as intended. Patient was asymptomatic. No clinical indicators for pump thrombosis; patient had a history of this happening previously without any positive clinical indicators on workup. Patient discharged from clinic, will follow-up in 6 weeks; weekly labs, follow-up.